Event description:
The user facility reported that the valve was not possible to tighten totally on the destination device involved. The valve felt as if it was going to loosen. They were not worried for the patient. There was no harm to the patient. Additional information was received on 06 feb 2023: the event was discovered pre-treatment. The procedure was completed successfully using the destination. The type of procedure was unknown.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, to provide the completed investigation results, and to provide a correction to section b1. Adverse event was inadvertently selected on the initial report. One 7 french destination sheath and dilator were returned for product evaluation. The dilator and sheath were subject to visual analysis. No abnormalities were observed on the dilator nor the length of the sheath. The valve was attempted to be screwed onto the sheath and the luer lock felt loose when fully screwed on. The threads on the sheath hub were examined and deformation was observed. A luer gage was inserted into destination hub and it was determined that the luer depth was appropriate. The complaint can be confirmed for valve assembly difficulty based on the interface between the valve and sheath hub feeling loose. The exact root cause could not be determined. The likely root cause of this loose feeling is that the threads on the ds sheath were deformed, particularly on the parting line, which would have affected the interface between the valve and the hub. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently no action is recommended since device was within manufacturing and design specifications when it was released from terumo medical corporation control.